Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx4452 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "introducer didn't break completely and had to do guidewire exchange. Possible loss of vessel and patient with very limited venous access."

Event description:
It was reported "introducer didn't break completely and had to do guidewire exchange. Possible loss of vessel and patient with very limited venous access."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an improper peel is confirmed but the exact cause remains unknown. Six photo samples of a 4.5 fr micoez microintroducer were provided for evaluation. The photos all showed the proximal section of the microintroducer containing the orange tabs. The tabs and grey sheath are partially peeled with blood residue present on the device surface. The catheter was present within the orange tabs and grey sheath. The catheter appeared to be retained by a full ring on one half of the split orange tab. Since the tab peel appears to be unevenly split, the complaint is confirmed but the exact factors remain unknown. Based on the information provided possible contributing factors include material properties and uneven force applied during splitting of the tabs.